Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. Another 2.50mm x 8mm nc emerge balloon catheter was also advanced still, the balloon ruptured during the same procedure. A different device was used to complete the procedure. No patient complications nor injuries were reported.